Event description:
The customer reported that the electrolyte injector cup of an unicel dxc 800 synchron® system was overflowing. The leak was contained within the instrument and was approximately fifty milliliters in volume. The healthcare worker interfacing with the machine was wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted an obstructed / pinched electrolyte injector cup line. The engineer cleared the pinch / obstruction and verified system operation after the repair. The instrument was returned back into operation. The failure mode was an obstruction of the electrolyte injector cup line. No discrepant results were generated however, there may be the potential for erroneous results associated with the failure mode upon recur. (B)(4).